Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) units fiber optic connector is damaged. There was no patient involvement.

Event description:
It was reported that during during a routine check after rental, the cardiosave intra-aortic balloon pump (iabp) units fiber optic connector is damaged. Patient involvement is unknown, no patient harm and circumstance found when device was returned from rental.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10, h11. Corrected field: b5, h6 (health effect ¿ impact codes). Additional contact information: contact person name: (B)(6). A getinge field service engineer (fse) confirmed while performing pm on service order (B)(4) found the fiber optic connector broken. Replaced the connector assembly. Full functional and safety tests. All tests pass. Measurement details and safety tests refer to so (B)(4). Exec processor was replaced due to the battery on board was expired. The defective components were received for further investigation. Due to this damage the fiber optic cable will not be able to connect properly. Fat was able to verify the reported issue. The final investigation has been completed by failure analysis and testing department. Retaining the fiber optic connector in the failure analysis and testing department per procedure.